Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the patient reported having issue with occlusions error. It was reported that this was not a pump error. No reported adverse effects.